Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device capacitor battery had fully drained because of a crack in the device's capacitor and no warning was received by the patient or the healthcare provided. It was further reported that this happened to the device of a pacer-dependent patient and the patient passed away.